Event description:
It was reported that this patient just had this implantable cardioverter defibrillator (ICD) implanted. Post procedure there were high out-of-range right ventricular (rv) pacing impedance measurements, measuring 2,029 ohms. This resulted in an inappropriate stored signal artifact monitoring (sam) in which there was noise that was being oversensed in which the minute ventilation (mv) was disabled. Technical services recommended to turn the mv feature back on and noted that rv pacing impedances have already decreased. At this time, the ICD remains in service. No adverse patient effects were reported.